Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a spontaneous report was received from another manufacturer ((B)(4)) regarding a (B)(6), female, who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included allergies to penicillin (pcn) and morphine. The patient's skin type was not reported. Concomitant medications included an unspecified estrogen supplement. The patient received an injection of restylane (amount injected not reported) on (B)(6) 2010, to the worry lines and glabellar lines. Pre-procedure medication included an unspecified topical anesthetic. Additional procedures performed at the time of implantation included an injection of dysport (abobotulinumtoxina) (amount injected unknown) to the worry lines and glabellar lines/wrinkles. This was the patient's first time using restylane and dysport. On an unspecified date in (B)(6) 2010, approximately (B)(6) week(s) after the injection, the patient began to experience dizziness/vertigo and nausea. The patient reported that sometimes the events were so bad that she could not get out of bed. At one point, the patient was unable to drive a car for 2 weeks. On an unspecified date in (B)(6) 2010 or (B)(6) 2010, the patient was evaluated by an otolaryngologist (ent) physician. The ent physician was unsure what was going on with the patient and no treatment was provided. As of (B)(6) 2010, the patient's events were constant, but the severity of the events would wax and wane. The patient had an appointment with a general practitioner scheduled for (B)(6) 2010. The lot number and expiration date were not reported. Company comment: the events have not been medically confirmed. The patient received both dysport and restylane. Unable to assess causality of the event to treatment.